Event description:
The facility representative reported a flogard infusion pump with a low battery. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "battery low" was confirmed during device evaluation. The cause of the problem battery power damage. Service replaced the battery to fix the problem. Should additional information become available, a follow-up MDR will be submitted. Additional information: a device history review was performed with no exceptions during manufacturing found.